Event description:
Customer reported hospitalization due to high blood glucose readings and diabetes ketoacidosis. Customer's blood glucose reading at the time of the call was 390 mg/dl and was treated with insulin drips and partial bolus at the hospital. Customer reported symptoms of vomiting and diarrhea prior to the hospitalization. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. A low reservoir and a no delivery alarm were noted in the alarm history. Customer stated that the no delivery alarm occurred during bolus and a bent cannula was also noted. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.